Event description:
It was reported that the patient experienced an infection of his inflatable penile prosthesis. The patient underwent surgery to remove the device, the physician performed a washout out of the infected area and implanted a malleable prosthesis. There were no further patient complications.